Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a rapid cross pta balloon catheter during procedure. It is reported that detachment of the device occurred. The device was used in the patient. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.